Event description:
It was reported that the patient had pain and restriction of mobility in the left hip. Further investigations (MRI scans and blood ions tests) suggest requirement of revision surgery.

Manufacturer narrative:
(B)(4).